Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt reported that his blood glucose was elevated to 420 mg/dl and he had "cotton mouth." His normal blood glucose range is 80-160 mg/dl. He stated that he has been taking insulin injections because there was an issue with his infusion device. To troubleshoot the pt was advised to disconnect from his infusion site and to bolus 2 units of insulin. He stated that no insulin flowed from the end of the infusion tubing. The pt was calling from work and he was advised to remain on injection therapy until he returned home to perform more troubleshooting. The pt called back later for assistance with changing his insulin cartridge. He was able to prime the infusion set and he stated that he did not see any insulin ingress in the infusion device. Upon follow up on eight days later, the pt stated that his blood glucose has been normal and his infusion device was operating properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.